Event description:
According to the reporter: the connection between catheter + port outlet was fractured. Then the free catheter flew into the blood vessel. The patient was in a emergency to take the free catheter out. Patient was involved and there was patient injury. Additional information requested from the account but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).